Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2021, explanted: (B)(6) 2022, product type: lead, product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead, product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jun-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jun-2024, UDI#: (B)(4); product ID: 977c165, serial/lot #: (B)(4), ubd: 19-feb-2024, UDI#: (B)(4); product ID: 977c165, serial/lot #: (B)(4), ubd: 19-feb-2024, UDI#: (B)(4), report source: (B)(6). Codes belong to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a revision due to lead migration of a few cm¿s in one of his leads with the tip of the lead ¿falling down¿ from t9 to t11. It was unknown which lead migrated. Both leads were explanted. When connecting the new lead to the existing ins battery, electrode 0 was found to have a connection issue using the "check connectivity" function. This was confirmed by swapping which port the lead was in and seeing the same result in the position of electrode 8. Then performed an impedance check, which confirmed the same conclusion (although because of the electrode array of the paddle lead, impedance tests showed 40,000 ohms that electrode 5 was broken). The lead was replaced and had the same issues as the previous lead. Assuming that perhaps the ins could be at fault, a wireless external neurostimulator (wens) was used for confirmation. Using the wens, again found that the issue was with electrode 5 (connection point 0) of the lead. Despite the broken electrode, this lead remains implanted. The patient was implanted with an imperfect product. When performing an impedance check the day after implant, elect rode 11 was also found to have many high impedance results of 40,000 ohms. This was not the case during the procedure. The broken electrode was not required for dtm programming, so this has not affected his therapy so far. However, the lead now lacks the redundancy for programming that might use this electrode in future. Additional information received reported that during the last review with the patient, an impedance test was performed and found all electrode impedances to be within normal operating range. The patient was receiving effective dtm therapy. The patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977c165 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Product ID 977c165 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead. Product ID neu_siliconeanchor serial# unknown product type accessory. Product ID neu_siliconeanchor lot# serial# unknown product type accessory. H3 device evaluation: analysis of the returned lead found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.